Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the lot did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of the drawing found that the silicone tip protectors have been changed to plastic sleeves since the manufacture of this device. The change was implemented due to customer feedback that the silicone tip protectors were difficult to remove. A visual inspection found a guide wire with damaged rubber safety caps melted on the tips. The complaint was confirmed and the root cause was associated with device design. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H3,h6: the reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the plastic tips on end of the guidewire seemed almost melted on and it could not get off. A scalpel was used to removed it. Incident occurred while setting-up to the procedure. A back-up device was available and no significant delay occurred. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.